Event description:
The sv-5 wire tip broke off in the vein to be ablated. Subsequently, the tip was manually retrieved. Per hospital, the device was bagged and sent to medtronic for review.

Event description:
The closurefast radiofrequency ablation (rfa) catheter tip broke off in the vein to be ablated. Subsequently, the tip was manually retrieved. Per hospital, the device was bagged and sent to medtronic for review.